Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the humidifier. The patient alleged the device would cause her to cough but there were no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In addition, the patient uses only distilled water with vinegar to clean; no detergents and does not use any kind of powder during their nightly routine. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the humidifier. The patient alleged the device would cause her to cough but there were no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In addition, the patient uses only distilled water with vinegar to clean; no detergents and does not use any kind of powder during their nightly routine. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. And device was corrected. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Section h6 updated.